Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was injected into the patient's left eye upside down. The surgeon stated that the iol was pre-loaded in the delivery system upside down. The iol had to be flipped inside the eye using two instruments. There was no vitrectomy, no incision enlargement and no sutures were required. The iol remains implanted. A slight hemorrhage was detected at the end of procedure. The surgeon does not know if it was caused by the flipping of the iol or by other manipulations done intracamerally with instruments. The issue was controlled before the end of the case. Medication was prescribed post operatively. The patient was doing well when discharged. No additional information was provided to johnson and johnson surgical vision, inc.